Event description:
Healthcare professional reported that approx 3 months post implant the valve was removed due to endocarditis. The organism was identified as coagulase negative staphylococcus epidermitis. The hosp is investigating source of contamination. The valve was not returned for analysis.